Event description:
It was reported that the user experienced a severe hypoglycemic event with a documented glucose of 38 mg/dl, became unconscious, received glucagon from a caregiver prior to ems arrival, and then ingested grape juice; the user subsequently resumed the ilet and reported improved status, and the user believed pump training may have been performed incorrectly. Symptoms included insufficiently characterized clinical effects consistent with severe hypoglycemia and loss of consciousness. Outcomes included insufficiently characterized impact details beyond ems involvement and recovery with rescue therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings, no identified implicated device component, and insufficient information to determine a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.